Event description:
The company was informed that during the initial surgery, the pt experienced partial electrode insertion. Since several electrode contacts displayed high impedances, the doctor explanted the pt's device. The pt was reimplanted with another advanced bionics cochlear implant.